Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 33 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they had a dentist appointment, then turned on the car and does not remember anything else. Customer advised they got into an auto accident and totaled their car along with 2 other cars. Customer was taken to the hospital, they were given IV fluid and food to increase the blood glucose levels. Customer had a kidney transplant a few months ago.